Event description:
The olympus asset device, evis exera iii video system center, was sent to the olympus service center. Upon inspection and testing of the returned device, printed circuit board failure was discovered. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of the printed circuit board failure found during evaluation.

Manufacturer narrative:
Date of event: (B)(6) 2022 the asset device was returned to olympus. Upon inspection testing of the returned device, no signal output was found and traced to a faulty printed circuit board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.